Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. Vascular access was obtained via the left brachial artery. The 5 x 10mm, 90 degree, severely stenosed ostial and eccentric target lesion was located in the tortuous right renal artery. The lesion was predilated several times with a non bsc balloon. The 5.0 x 16mm veriflex mr stent delivery system (sds) was advanced, however, because attempts at stenting were "fraught with difficulty" and the stent did not pass through the lesion; the sheath was upsized to a 6f sheath for support. The 6fr sheath was a long sheath and placed just above the level of the renal artery. The physician was able to get the stent across the stenosis, however, because of difficulties with the angle and movement the stent was pulled back out to assure positioning. Guidewire positioning was lost and then recannulated. Repeat angioplasty of the stenosis showed good inflation of the balloon. Attempts at stent placement were again "fraught with difficulty". A 6fr guide catheter was used to help cross the lesion, however all attempts at placement of the stent were unsuccessful. The patient had a vasovagal reaction and became very bradycardic. The patient's pressure decreased to the 70's. Fluids and atropine were administered. At this point it was discovered the stent was no longer on the balloon. The stent was "clearly not in the renal artery, the only place where the device had been placed with any significant resistance". A body scan was done down to the feet, which revealed a small foreign body in the right internal iliac system. It was confirmed that this was the stent in one of the first couple of branches of the right internal iliac artery. At this point the procedure was stopped. The embolized stent remains in the right iliac system. A final view of the aorta was obtained to assure that no damage had been done to the area of either renal artery, and an aortogram confirmed patency of both renal arteries. The patient was transferred from the cath lab in good condition. The patient may be returned to the cath lab "another day in a few weeks" to consider intervention once again. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device returned to MFR: device analysis determined that the condition of the returned device was not consistent with the complaint incident. A visual examination of the returned device found that the hypotube was kinked at 9.3cm distal from the strain relief. There was no stent returned with the delivery device. An examination of the balloon found a clear impression of where the stent had been crimped. No other damage was noted with the delivery device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of user/use error was assigned as the dfu states the device is indicated for improving coronary luminal diameter; however the target lesion was reportedly located in the renal artery. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. Vascular access was obtained via the left brachial artery. The 5 x 10mm, 90 degree, severely stenosed ostial and eccentric target lesion was located in the tortuous right renal artery. The lesion was predilated several times with a non bsc balloon. The 5.0 x 16mm veriflex mr stent delivery system (sds) was advanced, however, because attempts at stenting were "fraught with difficulty" and the stent did not pass through the lesion; the sheath was upsized to a 6fr sheath for support. The 6fr sheath was a long sheath and placed just above the level of the renal artery. The physician was able to get the stent across the stenosis, however, because of difficulties with the angle and movement the stent was pulled back out to assure positioning. Guidewire positioning was lost and then recannulated. Repeat angioplasty of the stenosis showed good inflation of the balloon. Attempts at stent placement were again "fraught with difficulty". A 6fr guide catheter was used to help cross the lesion, however all attempts at placement of the stent were unsuccessful. The patient had a vasovagal reaction and became very bradycardic. The patient's pressure decreased to the 70's. Fluids and atropine were administered. At this point it was discovered the stent was no longer on the balloon. The stent was "clearly not in the renal artery, the only place where the device had been placed with any significant resistance". A body scan was done down to the feet, which revealed a small foreign body in the right internal iliac system. It was confirmed that this was the stent in one of the first couple of branches of the right internal iliac artery. At this point the procedure was stopped. The embolized stent remains in the right iliac system. A final view of the aorta was obtained to assure that no damage had been done to the area of either renal artery, and an aortogram confirmed patency of both renal arteries. The patient was transferred from the cath lab in good condition. The patient may be returned to the cath lab "another day in a few weeks" to consider intervention once again. No further patient complications were reported and the patient's status is ok.